Event description:
It was reported during an abdominal hysterectomy at an unknown time the surgeon reported the staples were shooting out of the skin staple. A third stapler was opened to complete the procedure. The rep clarified -- the surgeon reported the staples were extracted one at a time in an abnormal fashion. There was no consequence to the patient.